Manufacturer narrative:
The transmitter was unable to charge due to a damaged pin. The functional tests could not be performed due to the charge anomaly. The transmitter was received with contaminated pins.

Event description:
Customer's mother reported that the transmitter did not blink when connected to the sensor. The blood glucose reading was 232 mg/dl. She stated that there was no damage to the connection bridge or pins. The transmitter failed the test plug procedure. Nothing further was reported.